Event description:
During the evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 at 22:02:32. During night drain cycle one, the patient's ultrafiltration reading was 1664ml, indicating the home patient (hp) drained 1664ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be use error, inappropriate bypass of the initial drain without low drain volume alarm occurring. Homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass initial drain. If any additional information is received, a follow-up will be sent.